Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
A company representative reported that the tip of a capri small expandable height/angle driver deformed intra-operatively. The procedure was completed successfully using a replacement with no surgical delay and no adverse consequence to the patient.